Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. In addition to a-8925090, where the lot no for one product was given, I now received the info that the second instrument does not have a lot no engraved on it. The onliest info etched to the second instrument is "08/22".

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the customer's cssd is not able to clean the instrument behind spring balls. No adverse affects on the patient. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was returned to depuy synthes for evaluation. The visual examination found nothing indicative of a device nonconformance, the reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - product description: s/c trial handle product code: 205512000 lot number: pg286821 1) quantity manufactured: 52 2) date of manufacture: (B)(6) 19 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: j device history review - product description: s/c trial handle product code: (B)(4). Lot number: pg286821 1) quantity manufactured: 52 2) date of manufacture: (B)(6) 19 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: j h3.